Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a misalignment in the touchscreen. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the screen buttons were misaligned. It was reported that a calibration had been performed, but the issue was not resolved. A service engineer (se) evaluated the device, and confirmed the customer issue. The se performed a calibration on the touchscreen, but the issue was not resolved. The touchscreen was replaced to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E; (B)(6).

Manufacturer narrative:
The suspected touchscreen was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "the pil (product investigation lab) tech verified that the touch screen passes all flex cable resistance verification testing. In addition, the pil tech also verified that the touch screen passed all resistance ratio testing as well. Due to the flex cable resistance verification testing and resistance ratio testing, they are factors that verify a functional and good working touch screen, this investigation has resulted in a no fault found."